Manufacturer narrative:
The customer reported a complaint that "the thermogard xp ivtm system (sn (B)(4) displayed a tcmid:05 (coolant diff failure) error message" which was confirmed during the functional testing and event log review. The root cause of the customer's reported complaint was a corroded lm 34 a/b temperature sensor, likely attributed to saline contamination in coldwell. During visual inspection, zoll service personnel noted missing coldwell cap, pump lid is loose, glycol was cloudy and air filter very dirty. These observations were unrelated to the reported complaint and can be attributed to user mishandling. The coldwell cap, glycol and air filter were replaced and the pump lid was tightened to address the issues. The event log review indicated tcmid:05 errors on and around the reported event date, thus, confirming the customer's reported complaint. The thermogard system failed functional testing due to a tcmid:05 error, thus, confirming the customer's reported complaint. The failed lm 34 a/b temperature sensor was replaced to address the customer's reported complaint. Following service, the thermogard xp ivtm system passed the final functional, calibration, and electrical safety tests without issues. Historical complaints were reviewed for service information related to the reported complaint, and no previous history of complaint was reported for thermogard xp ivtm system with sn (B)(4).

Event description:
After halfway through cooling a patient, the thermogard xp ivtm system (sn tgxp12141) displayed a tcmid:05 (coolant diff failure) error message. Alternate temperature management methods were used to continue treatment. Patient's status information was requested but the customer did not provide a response.